Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a crack in the barrel causing leakage with the incident lot was observed. Additionally, evaluation of the customer samples was performed and a crack in the barrel causing leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a crack in the barrel causing leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and a crack in the barrel causing leakage was root cause description: based on the investigation, the most likely root cause was determined to have occurred during transportation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd a-line¿ there was an issue with leakage. Foreign complaint the following information was provided by the initial reporter: blood leaked during blood collection.